Event description:
The customer reported approximately three (3) milliliters of unknown fluid dripped from the probe and onto the counter involving coulter act diff 12 analyzer. The customer had on proper personal protective (ppe) equipment consisting of gloves, a laboratory coat, and eye protection during the event. Beckman coulter assisted the customer with cleaning the probe wipe and completing two system startups, and the probe stopped dripping. The customer noted system flags would occur on the first sample analysis of the day. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The facility has a bio-hazard spill plan in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) replaced the dual diluent filters, pump tubing, adjusted the hemoglobin voltage and clog-detect values. The fse also verified mixing, draining, fill functions, checked vacuum to probe, and performed a slight adjustment to the mean platelet volume (mpv) calibration factor to normal 4c. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).